Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that when the box was opened, the inner plastic and containers were broken deeming the stem not sterile.

Manufacturer narrative:
Visual inspection of the returned device confirmed that the external protective carton was damaged. The device was returned unused. Corners of the package exhibit damage consistent with transit damage. The internal and external sterilized cavities were compromised with a crack at the flange on the internal. This device is used for treatment. This device has been in distribution for approximately 9 years. The amount of distribution during this timeframe is unknown. Review of the complaint history for part-lot combination associated with the returned device identified no prior complaints. Verification testing was previously conducted to verify that the packaging system provides physical protection and maintains integrity of the sterile barrier system through normally anticipated hazards associated with distribution. Based on review of the returned device a likely cause for the package damage is excessive shipping and handling, beyond normal anticipated distribution.